Event description:
A malfunction was reported on the customer's pump that has occurred at least three times on the same device. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.